Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the right ventricular (rv) lead exhibited noise resulting in inhibition of pacing. No interventions were performed. Patient was asymptomatic.